Event description:
The customer reported unexplained high blood glucose for the past two days. The customer's most recent glucose reading was 312mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. Performed a high pressure test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.